Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was broken and the reservoir would not lock inside of it properly. The patient's blood glucose at the time of incident was 1.0 mmol/l. The caller did not recall the specific details regarding the cause of damage. The customer was advised to discontinue use of the insulin pump and to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. The device was received with minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, scratched reservoir tube window and missing reservoir tube o-ring.